Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2016 to assess the instrument test well image in question, which visually appeared negative. The immucor laboratory tested retention product on (B)(6) 2016, which performed as expected.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody identification when using capture-r ready-ID on a galileo echo instrument.